Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient reported that the therapy was not working and she was leaking and wetting since 2015. The patient reported that she was not feeling stimulation and the therapy was on. The patient reported that on the day of this report she increased stimulation from 1.3 to 1.5v on program 3 and felt a shock, so she turned stimulation back down to 1.3v. The situation had not been resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.